Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage and moisture ingress: battery compartment crack; unable to tighten battery cap; battery cap never changed) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/29/2016-product analysis: the device was returned and evaluated by product analysis on 11/03/2016 with the following findings: review of the pump¿s black box revealed rebooting events. The battery compartment was cracked. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The returned battery cap threads were damaged and the cap was unable to secure properly; a power issue was experienced. A test cap was able to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm with a test cap. No damage or defect was found to the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. (B)(4).